Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found unconscious and the device delivered one shock. The patient was controlled a couple weeks later and did not report any problems. The patient was in good condition after this event.